Event description:
The patient was revised because of loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, provided information stated pat bone poor quantity was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated.